Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trial has four areas on it that seem to have been melted. It was not used in patient. It was noticed by rep at end of case. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device confirm the reported allegation. The surface of the device presents four deformed marks, due to the shape of the damage it is reasonable to conclude that it is melted. No other defects were found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a date code was provided, which indicates that the device was manufactured on 2007. A manufacturing records evaluation (mre) was not performed since a valid finished good lot number was not provided for this device.